Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that at 11:30 a.m. On (B)(6) 2026, the patient required dialysis treatment due to hyperkalemia and acute kidney injury. The nurse performed pre-treatment preparations in accordance with standard hemodialysis operating procedures. After disinfecting the dialysis catheter connector using aseptic technique, the nurse performed a routine backflush with a syringe, but no blood returned through the catheter; the patient¿s position was checked, and the external segment of the catheter was found to be free of kinks and securely in place. After ruling out factors related to technique and patient positioning, further examination revealed that the dialysis catheter was damaged, preventing normal blood draw and initiation of dialysis. A new dialysis catheter was therefore replaced, blood was drawn, and the machine was started; subsequent treatment proceeded normally. No further details provided.